Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer's mother reported that while he was out of the country he was hospitalized for a two (2) day stay for what appears to be dka and related symptoms on (B)(6) 2024 at 18:00. The bg was 18 mmol/l and treatment was with an IV insulin drip. She attributed the event to the discrepancy between the sg and bg. Sg was reported to be 1.8 mmol/l and customer started consuming carbohydrates to treat the low sg. The bg value was actually 18mmol/l, so a difference of 16.2mmol/l. The sensor was reported to have been in use for 1 day.